Event description:
Licox products (complete brain imc-probe kit:msr o2 and temp cc1.sb c8.b ims sterile packaging) did not have the refrigerate label on the package. The package was not refrigerator for 13 days. The products were not used on any pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.